Event description:
The pt was implanted with an ipg in the right thigh on (B)(6) 2010. It was reported that she developed an infection at the ipg pocket. In addition, it was reported that her stimulation turns off without prompting. Oral antibiotics were prescribed as treatment for the reported infection. In an effort to troubleshoot the alleged stimulation issue, diagnostic tests were conducted; however, impedance readings for all of the pt's lead contacts were within specifications. Follow-up on this matter found that the pt is recovering well from the infection. Further investigation revealed that the reported stimulation issue was attributed to the magnet on the pt's cell phone case. No products were explanted and none will be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.